Event description:
A malfunction alarm was reported with a code displayed as malf 0. There was no information provided regarding any adverse impact on the customer's blood glucose levels. Technical support assisted the customer by providing instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.